Manufacturer narrative:
Concomitant product: serial number of the myosure control unit and hysteroscope not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that during a myosure procedure for uterine tissue removal on (B)(6) 2014, the patient's fluid deficit increased from 567ml to 1600ml. The physician then removed the hysteroscope and disposable device. The physician noticed the patient was bleeding. The physician "used a hysteroscope to see and tried another time, removed the scope and noticed more bleeding and inserted a 30 cc foley catheter". The patient was admitted to the hospital and "laparoscopic vaginal hysterectomy" was performed. There were no perforations and no fluid in the abdomen. The patient is "doing ok". It is unknown when the patient was discharged.